Manufacturer narrative:
Lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic bent and presence of residue on lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -16.50 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem.